Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited clogged jet tube in control unit and foreign object (whitish foreign material) in the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the air/water cylinder and air/water tube and clogged the jet tube in the control unit; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. Olympus could not obtain the answer on the reprocessing steps that were implemented by the customer. There was no physical damage to the device that was confirmed at where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: inspection of the endoscopic system olympus will continue to monitor field performance for this device.